Manufacturer narrative:
The field service engineer (fse) completed repair on this unit and the data acquisition board was replaced to address the reported problem.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator cannot recognize oxygen is connected. The customer reported there was no patient involvement.